Event description:
It was reported that a patient underwent an incisional hernia repair procedure in 2009. On an unknown date, the patient returned to the surgeon with a recurrent bulge at the umbilicus. A re-operation was performed at about 2 months later. During the re-operation, it was noted that the straps had detached from the body of the mesh and the mesh was removed laparoscopically. The surgeon opines that the tails of the mesh had torn off the mesh, thereby exposing the primary fascial repair, which also recurred.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.